Event description:
According to the reporter, during a laparoscopic robotic prostatectomy, the staple line was not formed properly. Cautery was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.